Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient has been re-implanted.

Event description:
The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.